Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. As received, the response button were defective. Upon evaluation, the front response button cover was missing and the switch was non-functional. The cause of the non-functional switch is physical damage. In addition, the rear response button cover was missing and the switch was intermittent. The cause of the intermittent switch cannot be positively identified. No adverse event resulted from the defective response button switches.

Event description:
A us distributor returned a monitor indicating that the response buttons were defective.